Manufacturer narrative:
The customer provided additional information regarding the cleaning, disinfection and sterilization (cds) for the device. The customer cleaned/disinfected/sterilized the device prior to it being returned to olympus. There was no delay in the start of the precleaning, the customer flushes the air/water nozzle with water and air and the customer wiped/brushes the air/water nozzle with clean and lint-free cloths/brushes/sponges. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the findings reported in b5, the objective lens, light guide len and bending section rubber adhesives were cloudy, the bending section cover was cracked, the plastic distal end was crushed, scratches were found on the device, the suction cylinder was scrapped, the control body was scrapped, the forceps base was chipped, the air/water paint was peeling and the switch button 1 was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope was found to have poor air/water supply during inspection for use for a diagnostic procedure. The procedure was completed using a similar device. During the inspection and testing of the returned device, the nozzle was found to be clogged, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.